Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation. Targeted pain pattern is low back and left leg; however, scs system was providing rib stimulation. Reprogramming was attempted by an abbott representative to no avail. X-rays were taken and indicated the lead had migrated anterior. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2022 wherein the lead was repositioned. No product explanted. Effective therapy was restored.